Event description:
It was reported that during a routine device changeout, the pulse generator exhibited no output after suspected electrocautery interaction. External pacing was enacted immediately. The device was explanted and replaced. The patient did not suffer any adverse event.

Manufacturer narrative:
Analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.